Event description:
Customer stated they kept taking insulin based on device results. They believe the device was wrong because they passed out. Paramedics were called and the customer was given dextrose. A request was made for the return of the suspect device and replacement product was sent.